Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was moved from the buttocks to the abdomen. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that at the incision site, the patient had constant pain. As a result the stimulator was moved to the abdomen 3.5 months after the original implant procedure. The procedure took place in (B)(6) 2019. No further complications were reported.